Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 6 inches. Product investigation summary: one 2.0mm drill bit/qc/125mm (part: 310.21 / lot: 9804712) was received with the following complaint description: ¿a 2mm drill bit broke during an open reduction internal fixation (orif) of a left distal humerus.¿ upon visual inspection of the complaint device, it can be seen on the distal end a piece approximately 1.5mm in length has broken off from the device and was not returned. A root cause could not be determined, but it is most likely that the drill bit came into contact with hard bone that caused the drill bit to break or was inserted under too much power resulting in a force beyond what the drill bit could handle. The drill bit can be utilized in several systems including: standard tibial plateau leveling osteotomy system, small fragment locking compression plate system, 3.5 mm lcp hook plate system, and the locking calcaneal plate instrument and implant set system. The drill bit is used to insert 2.7mm cortex or locking screws onto the plates. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient (B)(6). Additional product code: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bit with quick coupling parts were processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the 2.0mm drill blank device history record revealed this lot met all specifications with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part manufacture date: 11may2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2mm drill bit broke during an open reduction internal fixation (orif) of a left distal humerus. An approximate 1cm broken drill bit fragment was left in the patient's bone. There was an approximate one minute surgical delay as the team switched drill bits. The procedure was completed without further incident. This is report 1 of 1 for (B)(4).